Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing abnormally expanding. The following information was provided by the initial reporter: while using a nexiva catheter for contrast infusion, the extension tubing abnormally expanded.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing abnormally expanding. The following information was provided by the initial reporter: while using a nexiva catheter for contrast infusion, the extension tubing abnormally expanded.